Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
H3: evaluation summary: customer report of thrombosis and degeneration were confirmed. X-ray demonstrated wireform intact. Thrombotic-like material was observed on the outflow aspect of all three leaflets, inflow aspect of leaflet 2, and stent circumference on both inflow and outflow aspects. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Host tissue overgrowth and thrombotic-like material restricted leaflet mobility and led to stenosis. Sewing ring was cut around leaflets 1 and 3 and exposed metal band. Sutures were visible around the sewing ring.

Event description:
It was learned through implant patient registry and later through investigation a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 10 months due to thrombosis and degeneration. The patient presented with shortness of breath and fatigue. The explanted valve was replaced with a 27mm 11500a aortic valve. The patient expired on pod #0 due to exsanguination. Per medical records, the patient had aortic aneurysm beside his aortic valve thrombosis and degeneration. He underwent redo avr utilizing a 27 mm inspiris pericardial valve. During dissection, freeing the ascending aortic aneurysm and the main pulmonary artery, the aorta tore. The crossclamp was applied and the ascending aorta was then excised. And with ascending aorta replaced with a 30 mm hemashield dacron graft. After removal of the cross-clamp, the patient had extensive bleeding from aortic suture lines. Attention to hemostasis was performed, including rearrest of the heart, opening of the aortic graft and repair of the aortic suture line. All attempts at surgical hemostasis had been exhausted. Patient was transferred to ICU for rewarming and correction of coagulopathy. The patient continued to have excessive chest tube output. Patient expired on pod #0.

Manufacturer narrative:
Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad) and history of coronary artery bypass graft (CABG).

Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 10 months due to unknown reasons. The explanted valve was replaced with a 27mm 11500a aortic valve. The patient was transferred to the ICU post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.